Event description:
According to the reporter: during a laparoscopic roux-en-y procedure while closing the mesentery defect towards the end of the procedure, the device failed. One of the black buttons used to load and unload the device fell off. It did not disengage into the patient cavity. It was very difficult to load and toggle. A second device was used but could not be loaded. To complete the procedure, a third device was used successfully. No patient injury or extension in surgical time. Patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. Black loading/unloading top button was disengaged from device one and button piece returned with device. It was found that the plunger did not present any damage or deformation. Device one functioned without any difficulty with disengaged button condition and the blades of device two were bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures of the device. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of disengaged or broken loading button may occur during the inability of the user to unload a needle which might cause the necessity to exert pressure on the button which results in the button disengaging or breaking off the plunger. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. The root cause of the observed damage was misuse of the product (handling rough) which would have caused or contributed to the reported incident. However, the investigation detected a secondary misuse of product, excessive manipulation, which has a relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.